Event description:
It was reported to philips that the system would not complete boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, fse installed flexvision software and restored ghost. After installing the software, the system was returned to use in good working order.